Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for 3 days due to high and low blood glucose on (B)(6) 2020 with high blood glucose of 593 and low blood glucose of 58 mg/dl. The customer's current blood glucose was 233 mg/dl. Troubleshooting was done for low blood glucose. Customer was treated with intravenous insulin drip. Customer stated they treated their low blood glucose with food. Auto mode feature was unknown during the time of event. The insulin pump will not be returned for analysis.